Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 228499656 was returned and analyzed. Visual inspection of the loop segment area showed that the loop was kinked/twisted near the electrode transition to the shaft. The functional test was performed using a multimeter. The mapping catheter was connected to the test cable. The continuity and impedance measurement between the electrodes and the other side of the cable showed the electrode's continuity and impedance to the cable were normal. In conclusion, the reported issue of mapping catheter tip/loop damage was confirmed. The mapping catheter failed the returned product inspection due to a kink observed at the tip/loop of the pebax tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, there was difficulty inserting the mapping catheter into the sheath. Prior to insertion into the patient, the mapping catheter loop was observed to be misshapen while extending out of the balloon catheter. The mapping catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.